Manufacturer narrative:
Following the reported event, the device was inspected by permobil representative and service provider. Reports indicate the device was found to remain fully operational with no notable deviations during drive. It was however noted by the end-user's physical therapist of the end-user's response time with the drive controls at their current settings as being slower than what the device had been previously programmed for. Reports indicate adjustments were made to various drive parameters to better meet the end-user's current needs. Operational testing with the end-user was performed with reports of the end-user having better control of the device. Permobil was unable to confirm a product malfunction having occurred as described, and is unable to reach a determination as to probable root cause for the event without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Report received claiming as the end-user was exiting a transport vehicle via the incorporated ramp, the wheelchair allegedly veered to the right, allowing one of the caster wheels to fall off the ramp causing the device to lose upright stability and fall on to its side. This action caused the end-user to fall out of the chairs seating where they sustained an injury requiring medical intervention to address.